Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect. The dose was consistently increased with no effect. A (B)(6) was performed. They were unable to aspirate with the catheter. The catheter access port was accessed under fluoroscopy multiple times. A smaller volume syringe was used in an attempt to create greater pressure to aspirate the catheter. The catheter was unable to be aspirated. A fluoroscopy image of a properly seated 45 degree catheter connector was sent, so that radiologist could compare to pt's catheter connection. The catheter was connected to pump properly. No action was required. Pt outcome was noted as "nothing significant to report."